Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that intermittent cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump and a manual insulin injection were administered to address bg. Reportedly, customer continued using pump for insulin therapy.